Event description:
It was reported the pump was explanted on (B)(6) 2014 due to a critical motor stall and it was not specified if the motor stall recovered. It was also reported the residual volume on the last refill was between 5-7 milliliters (ml) and the expected was 2 ml. The patient¿s status at the time of this report was ¿alive- no injury.¿ it was noted the patient had underdose symptoms through the whole body. The pump was being used to deliver baclofen, morphine, and bupivacaine. It was further reported the patient was having increased pain in both legs, ¿worny and unrest,¿ a shivering fit, and cold sweats. It was noted the motor stall was the last log in the report. The cause of the stall was unknown and the patient was doing well and recovered within a few days.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (s/n: (B)(4)) found corrosion, wear and lubrication on the gear train assembly. The stall was due to gear wheel 3. There were missing teeth on gear wheel 3 and milling chips on gear 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.